Event description:
It was reported that the pull wire remained in the anchor. The pull wire was able to be removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire remained in the anchor. The pull wire was able to be removed.

Manufacturer narrative:
It was confirmed that the device will not be returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: pull wire remaining in anchor probable root cause: application - user unfamiliarity with device the reported failure mode will be monitored for future reoccurrence.